Event description:
It was reported that a progressive loss of functioning channels was seen by testing, beginning between 2-4 months post switch on with 1 'hi' channel, progressing to only 4 channels considered usable by clinic in 2008.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.